Manufacturer narrative:
Evaluation summary. The host was replaced as a preventive measure. The host module was received for evaluation. A company representative replaced the returned host module as a preventive measure. Therefore, the returned host module will not be evaluated. (B)(4)

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room manager reported that the system switched off during a procedure. The standby button remained blue and the perch was high up. The surgery was completed using a back up system. The patient impact is unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the system was examined by a company representative who did not indicate finding any issues that would be associated with the reported event. However, the issue was confirmed (via event logs). The host was replaced to address the issue. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause could not be determined conclusively.